Event description:
It was reported by service report that the rubber was off of the head right caster and the brakes and mobility were affected. No pt involvement or adverse consequences are reported.